Event description:
The customer reported being hospitalized due to high blood glucose of 555 mg/dl. The customer stated that her glucose level has been fluctuating up and down recently. The customer stated that after being treated at the hospital her blood glucose dropped to 198 mg/dl. The customer stated that the nurse recommended her to change the infusion set. The customer stated that she has lost her quickserter. Explained to the customer the manual insertion technique. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.